Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) was 145 mg/dl. The customer indicated that a replacement usb cable and wall adapter would be used to determine if the pump could charge. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement charging supplies; however, the customer did not respond.